Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) below the filter becoming chronically thrombosed/scarred, caused by the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per patient¿s implantation records: following review of the mapping inferior venacavogram a trapease ivc filter was deployed across the l2-l3 disc interspace below the takeoff of the right renal vein in satisfactory position. Procedure tolerated well by patient. According to the information received in the patient profile form (ppf), the patient became aware of the reported events nine years post implantation. The patient also reports perforation of filter strut(s) outside the ivc, blood clots, clotting, anxiety, and severe back pain. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, anxiety and back pain do not represent a device malfunction. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the thrombosis (blood clot) and scarring to the placement of the ivc filter. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency and lower leg swelling. There are possible patient and pharmacological factors that may have contributed to the reported event. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the ivc below the filter becoming chronically thrombosed/scarred, caused by the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per patient¿s implantation records: following review of the mapping inferior venacavogram a trapease ivc filter was deployed across the l2-l3 disc interspace below the takeoff of the right renal vein in satisfactory position. Procedure tolerated well by patient. Successful ivc filter deployment. According to the information received in the patient profile form (ppf), the patient became aware of the reported events nine years post implantation. The patient also reports perforation of filter strut(s) outside the ivc, blood clots, clotting, anxiety, and severe back pain.